Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent minimum fill messages. Reportedly, the cartridges were filled with 280 units of insulin. The customer reported a blood glucose level of 31 mg/dl. The customer went to the hospital on (B)(6) 2017, and was treated with glucose. The customer left the hospital on (B)(6) 2017, with the issue resolved and no permanent damage to the customer. The customer confirmed having manual injections available for alternate insulin therapy.